Manufacturer narrative:
The hill-rom technician found bent pins on the wall end of the communication cable. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in february 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call station was not receiving a nurse call signal from the bed. The bed was located in the maintenance area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).